Event description:
A customer contacted global technical services regarding a check lines and bags alarm that appeared on the homechoice (hc) unit during prime. The technical service representative (tsr) instructed the home patient (hp) to push bag spikes and turn, to move clamps and rub lines, to pull up/down on lines, to check drain line for kinks or closed clamps, to flip bags, and then press go. The hp confirmed the alarm repeated. The tsr instructed the hp to cycle power and to try a manual prime. The hp stated the cassette did not fill with solution. The tsr explained that the cassette was defective and recommended that the hp start over with new supplies. On (B)(6) 2010 product surveillance spoke with the hp who reported he did not notice any visible damage or abnormalities with the cassette that was in use. The hp stated he discarded the sample, but provided the lot number. The hp stated that he believed he did not push the spikes of the cassette into the solution bags all the way which caused a loose connection. The hp stated he was able resume therapy successfully with new supplies. The hc unit was operational. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.